Manufacturer narrative:
The user-reported complaint was confirmed. The pump was tested and found to alarm system error. The peristaltic module was replaced. The pump was repaired and tested to meet all specifications on 02/21/2017.

Event description:
The user reported that the pump was giving a "system error" and making a loud noise. No patient was involved for this case.